Event description:
It was reported that the customer was hospitalized due to back pain and high blood glucose over 600 mg/dl. It was stated that the customer was treated with a bolus, but her glucose level did come down. It was mentioned that the customer had a cat scan. Troubleshooting was performed. The time, date, and settings were correct. Assisted the caller to run a fixed prime test and the insulin did exit. Performed a high pressure test and passed. Advised the caller to switch the entire infusion/set/reservoir. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.